Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4). Please reference 2032546-2019-00060 for patient one (1) of two (2).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, two (2) patients presented with iop spike on post-op week one (1). Reportedly the surgeon usually has "fairly sick complicated patients" and tends to discontinue their glaucoma medications immediately postoperative. The surgeon conferred with glaukos medical monitor who reported discussing with the surgeon the need for post-op drops to be based on individual patient's status. Additional information has been requested. This report references patient two (2) of two (2).